Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that a (B)(6) male patient underwent an endovascular aneurysm repair (evar) procedure with a zenith abdominal aortic aneurysm endovascular graft main body. During the procedure, blood leaked from the hemostatic valve. The procedure was completed without any further treatment due to the leakage. Additionally, it was reported that the patient experienced no adverse effects. This case is related to medwatch with g9 number 1820334-2017-00683 as they occurred in the same procedure.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, instructions for use, and quality control data was conducted during the investigation. The complaint device was not returned, therefore device failure analysis and physical examination of the device used in this case could not be performed. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.